Event description:
The user facility reported a 63-year-old female patient was implanted with an impella 5.5 device for mechanical circulatory support for an unknown indication. It was reported there was flow saturation (p6 - max/min/mean all 5.2 lpm) leading to pump explant. There was no reported patient harm.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation of saturated flow has been completed. The pump was returned for investigation. Data was not provided for investigation. A biomaterial was observed on impeller. No other physical abnormalities were observed. The cause of the saturated pump flow issue was biomaterial. D9 date device returned to manufacturer added.